Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "foreign matter" was observed inside a revaclear 400 prior to use. There was no patient involvement. No additional information is available.